Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) the unit alarmed system temperature issue. The unit was swapped out with another to continue therapy. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
The distributor's engineer evaluated the iabp. This issue was reproducible before repairs. Engineer replaced the drive manifold and scroll compressor. The unit was returned to customer for clinical use. H3 other text : customer serviced by distributor.